Manufacturer narrative:
The device was returned to olympus for evaluation where service found no water flow through auxiliary water channel, and the reportable issue of insufficient or incorrect reprocessing of the scope. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device had auxiliary water supply issues. Upon inspection and testing of the customer returned device, it was observed that there was insufficient or incorrect reprocessing of the scope. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: reprocessing manual states on flushing of the auxiliary water channel and precleaning to be performed immediately after procedure in ¿precleaning the endoscope and accessories¿. ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ flush the auxiliary water channel:¿the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2).¿ if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.